Event description:
Event description guidant received information that this pacemaker was undersensing and pacing at the maximum tracking rate of 120ppm. The rate response, rate smoothing, and sudden brady response features were programmed to off. The phyician questioned if this device was functioning appropriately, since the patient presented to the emergency room on may 4, due to syncope. All other device functions and lead measurements were normal. Further evaluation of the electrogram noted sinus tachycardia with atrial tachycardia response (atr) episodes, causing the mode switches, which resulted in the pacing at the maximum tracking rate of 120ppm.